Event description:
It was reported that the implantable neurostimulator (ins) was ineffective, and the ins and lead were explanted. The device was not replaced and it was returned to the manufacturer for analysis. There was no patient injury and the patient recovered without sequela. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge.

Event description:
Additional information received reported the patient elected to have her system removed because she did not use it for two years due to in-effectiveness in controlling her pain. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.